Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of vascular injury/tissue damage is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, after deployment, the suture came out with intima (arterial tissue) when the proglide device was removed. The sheath was upsized to greater than 8.5 f and the evar procedure was completed. A cut down was performed to repair the artery. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.